Manufacturer narrative:
Corrected data: d4 serial and UDI numbers updated.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "the pump is still implanted; therefore, currently, it is not available for return."

Manufacturer narrative:
Hematoma/minor bleed/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details and since incomplete device returned with pump returned cut only with cannula part. Additional information has been provided in h6 ( component code, investigation findings, type of investigation, and investigation conclusions). Correction has been updated to d4 (removed the information for the serial number), the correct format was already captured on the initial medwatch submission.

Manufacturer narrative:
Additional information received for d6 explant. Section d brand name corrected. Section d catalog number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 64-year-old male patient with a past medical history of coronary artery disease (cad)and diabetes, presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), an access site hematoma. Manual compression was applied overnight. The following day, the patient had an ice pack to the area. The hematoma was noted to be significantly smaller. The dressing was also changed due to a small amount of oozing. Upon removal of the dressing, there was a small hematoma. The post-procedure outcome is unknown. The impella functioned at p-6 at 3.5l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.